Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set to use the bathroom. When hp returned, they realized they had forgotten to press stop and found the homechoice machine running. The home pt stated they reconnected their transfer set to the homechoice set after receiving the system error alarm. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed with manual exchanges. No pt injury or medical intervention was associated with this incident, per the home pt.